Event description:
Integra neurospecialist requested order to ship overnight "early am" delivery for a scheduled case. The order was entered correctly, however, was shipped for regular overnight delivery. Subsequently, the product was not received on time and surgery was delayed. The order contained the following products: nl850-7210 (1), nl971-05s01 (1), 903-335a (1).

Manufacturer narrative:
Although no device malfunction or possible pt injury was reported, the pt's surgical procedure had to be delayed due to the late shipment.